Event description:
The user facility reported that water leaked near the battery pack during a procedure. There was no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device discarded by customer.

Event description:
The user facility reported that water leaked near the battery pack during a procedure. There was no delay, no medical intervention, and no adverse consequences.